Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the shaft was broken on the device. All pieces appeared to be still attached. The reported condition was confirmed. The investigation found the shaft was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anterior resection procedure, the device shaft was broken. They replaced the handpiece to complete the case. There was no patient injury.